Event description:
Drug/diluent: bupivacaine 0.25%. Fill volume: 550cc. Flow rate: 4cc/hr. Procedure: right mastectomy and place tissue expander. Cathplace: subpectoral. (B)(4) pt had a right mastectomy w/ a tissue expander procedure on (B)(6) 2010. On postoperative day (B)(6) 2010 the pt presented symptoms of pruritis and jaundice. Physician indicated that the symptoms were related to a combination of marcaine duration and/or the dose of desflurane. Pt's condition has resolved and the pt had no restrictions.

Manufacturer narrative:
Method: the sample will not be returned. Results: without the actual product, an analysis cannot be conducted. The lot number was not provided; therefore the device history records could not be reviewed. Conclusions: if add'l info pertinent to this event becomes available, I-flow will reopen the case report.